Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) with dilatation procedure to treat a stricture performed on (B)(6) 2026. During the procedure, the balloon was able to be inflated to 19 mm; however, when it was inflated to 20 mm, the balloon could not be inflated. It was reported that the balloon popped and no pieces of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event and the patient condition following procedure was reported to have fully recovered.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst. Block h11: investigation results. The returned cre wireguided dilatation balloon was analyzed, and a visual examination found that the device was longitudinally torn. Microscopic inspection was performed, and the balloon was longitudinally torn. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon burst was not confirmed. The analysis on the returned device found that the balloon had a longitudinally torn. It is possible that the burst occurred due to procedural factors encountered during the procedure or it can be due to excess pressure. Also, it is possible that interaction with any kind of a sharp surface during or previous to the procedure could create friction on the balloon and could have caused the balloon burst. These factors and interactions could influence the damage found in the balloon. Therefore, the most probable root cause is adverse event related to procedure. Device history records review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was attempted to be used in the esophagus during an esophagogastroduodenoscopy (egd) with dilatation procedure to treat a stricture performed on (B)(6) 2026. During the procedure, the balloon was able to be inflated to 19 mm; however, when it was inflated to 20 mm, the balloon could not be inflated. It was reported that the balloon popped and no pieces of the balloon detached inside the patient. The procedure was completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event and the patient condition following procedure was reported to have fully recovered.